Manufacturer narrative:
On 28-jul-2021, the suspected medical device was returned for evaluation. On 5-aug-2021, the investigation on the suspected medical device was completed. Investigation summary : mentor conducted a visual inspection and leak test of the returned device. Visual analysis of the returned device revealed a crease/fold on the posterior view. In addition, a tear was identified within the crease/fold measuring approximately 0.2 cm. Leak testing was performed in accordance with mentor procedures, and no more leak sites were detected during the analysis. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast surgery with an unspecified mentor saline breast implant and experienced postoperative right-sided deflation. The diagnosis was confirmed via physical examination. As a result, the patient underwent removal and replacement with two 275cc mentor memorygel breast implant prostheses (catalog #: 3502751bc, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2021.